Manufacturer narrative:
B4: 28sep2021. Per field service engineer (fse) replaced the gas delivery system (gds) to address the air flow test failure that occurred during performance tests.

Manufacturer narrative:
B4:02sep2021 the field service engineer replaced the data acquisition board. During the performance tests an anomaly appeared on the air flow test. The investigation is ongoing.

Manufacturer narrative:
Report date: 30-aug-2021. Reporter phone number: (B)(6).

Event description:
The customer reported low leak co2 rebreathing risk alarm. The customer reported that it's unknown if the unit was in use on patient, but there was no patient harm reported. The customer contacted product support and reported co2 re-inhalation alarm message. There is circuit obstruction, vt is not delivered. Biomedical engineer troubleshot with product support. The customer states that they will start with the replacement of the data acquisition card.